Event description:
It was reported that during a lap appendectomy procedure, the clips were scissoring and did not attach on the vessels. It was not noted how the case was completed. Pt consequence unk.